Manufacturer narrative:
It was reported that advancement difficulty through delivery system, material deformation and device damaged by another device noted during procedure. A returned device inspection, to rule out any device-related causes could not be performed as the device was not returned for analysis. However, two pictures were provided from the field one picture showing the damage to the tip of the sheath, and another picture showing the occluder advance through the delivery system. Information from the field indicated that the occluder was inserted and advanced into the 7f amplatzer torqvue delivery system with high friction noted during advancement, which resulted damage within the delivery sheath and deformation of the tip of the delivery sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. However, it is consistent damage during use. There were no complaints associated with any other devices from the lot. There were no adverse effects to the patient and the patient status was reported as stable. There is no indication of a product quality issue with respect to the labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 7f amplatzer torqvue delivery system was selected for use in implant of a 16-14mm amplatzer duct occluder. It was noted during procedure that the tip of the delivery system appeared too tight to accommodate the occluder. The delivery system appeared defective to the user. The user had inserted and advanced the occluder into the 7f amplatzer torqvue delivery system with high friction noted during advancement. This resulted damage within the delivery sheath and deformation of the tip of the delivery sheath. There was no damage to the occluder. The decision was made to replace the 7f amplatzer torqvue delivery system with a 8fr amplatzer torqvue delivery system to complete the procedure successfully implanting the same 16-14mm amplatzer duct occluder. The procedure was prolonged under general anesthesia. The patient had no clinical signs or symptoms during or after this event. The patient was in stable condition at the time of report. No additional information was provided. --final emdr-- subsequent to the previously filed report, additional information was received that the delivery cable was deformed along with the 16-14mm amplatzer duct occluder, but the occluder was normally reshaped and had no damage noted. The defected tip of the 7f amplatzer torqvue delivery system was cause by excessive forced used attempting the advance the occluder. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 7f amplatzer torqvue delivery system was selected for use in implant of a 16-14mm amplatzer duct occluder. It was noted during procedure that the tip of the delivery system appeared too tight to accommodate the occluder. The delivery system appeared defective to the user. The user had inserted and advanced the occluder into the 7f amplatzer torqvue delivery system with high friction noted during advancement. This resulted damage within the delivery sheath and deformation of the tip of the delivery sheath. There was no damage to the occluder. The decision was made to replace the 7f amplatzer torqvue delivery system with a 8fr amplatzer torqvue delivery system to complete the procedure successfully implanting the same 16-14mm amplatzer duct occluder. The procedure was prolonged under general anesthesia. The patient had no clinical signs or symptoms during or after this event. The patient was in stable condition at the time of report.

Manufacturer narrative:
It was reported that advancement difficulty through delivery system, material deformation and device damaged by another device noted during procedure. A returned device inspection, to rule out any device-related causes could not be performed as the device was not returned for analysis. However, two pictures were provided from the field one picture showing the damage to the tip of the sheath, and another picture showing the occluder advance through the delivery system. Information from the field indicated that the occluder was inserted and advanced into the 7f amplatzer torqvue delivery system with high friction noted during advancement, which resulted damage within the delivery sheath and deformation of the tip of the delivery sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. However, it is consistent damage during use. There were no complaints associated with any other devices from the lot. There were no adverse effects to the patient and the patient status was reported as stable. There is no indication of a product quality issue with respect to the labeling design or manufacturing of the device.